Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux en y, while performing a small bowel anastomosis, the device entered firing mode but did not fire on five cartridge's. On the last sixty millimeter loading unit, the surgeon was not able to squeezed the handle after pressing the green button. To resolve the issue, the surgeon used a competitor's device. The surgery got extended for thirty minutes. There was no patient injury.